Manufacturer narrative:
Unable to verify reported harm, perform displacement test and occlusion test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Device passed selftest, sleep current measurement, active current measurement, rewind, seating, basic occlusion test and force sensor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose and insulin pump was not working. The blood glucose at the time of the incident was 600 mg/dl and the current blood glucose was 180 mg/dl. The symptoms related to high blood glucose were dizziness and tiredness. Thee customer was treated with manual injection for high blood glucose level. The customer was using auto mode feature. Performed high pressure test and which did not pass. The insulin pump will be returned for analysis.